Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross 6 hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the patient underwent percutaneous coronary intervention (pci) in the catheterization lab for an inferior wall stemi (st-segment elevation myocardial infarction) and had two stents placed in right coronary artery. The ivus was used afterwards to ensure the stents were properly placed and deployed in the coronary artery. When ivus imaging was done the catheter could not be removed without also removing the guidewire at the same time. It appears that ivus catheter got stuck on the wire. Ivus catheter and guidewire were removed together, as a single unit. No harm to patient but could have potentially caused hard if a guidewire was still needed.

Manufacturer narrative:
G4: premarket / 510(k): k173820, k213593.